Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode loop had broke. The issue was during a therapeutic transurethral resection of the prostate and was completed using a same device. There were no reports of patient harm.